Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('performationof tubes during placement'), device breakage ('small piece of essure device was identified and gently removed from the cornua with blunt graspers'), pelvic pain ('pelvic pain / chronic,\ pain in both sides') and genital haemorrhage ('general abnormal bleeding') in a 45-year-old female patient who had essure (batch no. 626213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen since 2008, losartan from 2017 to 2018 and medroxyprogesterone acetate (depo provera) since 2008. On (B)(6) 2008, the patient had essure inserted. In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)\ excessive bleeding\ heavy bleeding for 2 or more weeks"), abdominal distension ("constant abdominal swelling") and feeding disorder ("unable to eat"). On (B)(6) 2018, the patient was found to have smear cervix ("pap smear"), 10 years 5 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition ¿ irritable bowel syndrome"), alopecia ("hair loss"), mood swings ("hormonal changes ¿ mood swings"), depression ("depression"), urinary tract infection ("infection (bladder / urinary tract / vaginal) ¿ urinary tract"), omphalitis ("puss oozing from naval"), back pain ("constant lower back pain"), abdominal pain lower ("lower abdominal pain"), flank pain ("sides sensitive to touch / both sides pain"), abdominal infection ("abdominal swelling"), visual impairment ("vision / eye problems ¿ prescription glasses have changed") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight gain / loss ¿ weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, menorrhagia, metrorrhagia, vaginal discharge, vaginal infection, urinary tract disorder, cystitis, bladder disorder, vaginal haemorrhage, dysmenorrhoea, fatigue, irritable bowel syndrome, alopecia, mood swings, depression, urinary tract infection, abdominal distension, omphalitis, weight decreased, abdominal pain lower, flank pain, feeding disorder, abdominal infection, smear cervix, visual impairment and dyspareunia outcome was unknown and the pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal distension, abdominal infection, abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeding disorder, flank pain, genital haemorrhage, irritable bowel syndrome, menorrhagia, metrorrhagia, mood swings, omphalitis, pelvic pain, smear cervix, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: discrepancy noted essure insertion date- (B)(6) 2008. Insertion details- there were three trailing coils on the right and two trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113.39 kgs. Ultrasound pelvis - in (B)(6) 2008: result: total bilateral occlusion.; on (B)(6) 2018: essure is seen bilaterally in expected position. Lot number: 626213 manufacture date: 2007-11 expiration date: 2009-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('preformation of tubes during placement'), device breakage ('small piece of essure device was identified and gently removed from the cornua with blunt graspers'), pelvic pain ('pelvic pain / chronic,\ pain in both sides') and genital haemorrhage ('general abnormal bleeding') in a 45-year-old female patient who had essure (batch no. 626213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen since 2008, losartan from 2017 to 2018 and medroxyprogesterone acetate (depo provera) since 2008. On (B)(6) 2008, the patient had essure inserted. In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)\ excessive bleeding\ heavy bleeding for 2 or more weeks"), abdominal distension ("constant abdominal swelling") and feeding disorder ("unable to eat"). On (B)(6) 2018, the patient was found to have smear cervix ("pap smear"), 10 years 5 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)", vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition ¿ irritable bowel syndrome"), alopecia ("hair loss"), mood swings ("hormonal changes ¿ mood swings"), depression ("depression"), urinary tract infection ("infection (bladder / urinary tract / vaginal) ¿ urinary tract"), omphalitis ("puss oozing from naval"), back pain ("constant lower back pain"), abdominal pain lower ("lower abdominal pain"), flank pain ("sides sensitive to touch / both sides pain"), abdominal infection ("abdominal swelling"), visual impairment ("vision / eye problems ¿ prescription glasses have changed") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight gain / loss ¿ weight loss"). The patient was treated with surgery (bilateral salpingectomy and device removal). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, menorrhagia, metrorrhagia, vaginal discharge, vaginal infection, urinary tract disorder, cystitis, bladder disorder, vaginal haemorrhage, dysmenorrhoea, fatigue, irritable bowel syndrome, alopecia, mood swings, depression, urinary tract infection, abdominal distension, omphalitis, weight decreased, abdominal pain lower, flank pain, feeding disorder, abdominal infection, smear cervix, visual impairment and dyspareunia outcome was unknown and the pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal distension, abdominal infection, abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeding disorder, flank pain, genital haemorrhage, irritable bowel syndrome, menorrhagia, metrorrhagia, mood swings, omphalitis, pelvic pain, smear cervix, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: discrepancy noted essure insertion date on (B)(6) 2008. Insertion details- there were three trailing coils on the right and two trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113.39 kgs. Ultrasound pelvis: on (B)(6) 2008: result: total bilateral occlusion.; on (B)(6) 2018: essure is seen bilaterally in expected position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received: reporters were added. Lot no. Was added. New events- abnormal bleeding (vaginal), dysmenorrhea, dyspareunia, fatigue, irritable bowel syndrome, hair loss, mood swings, depression, urinary tract infection, constant abdominal swelling, puss oozing from naval, weight loss, constant lower back pain, sides sensitive to touch, vision / eye problems, abdominal infection, unable to eat, pap smear, device breakage, fallopian tube perforation, were added. Concomitant drugs were added. Lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('performationof tubes during placement'), device breakage ('small piece of essure device was identified and gently removed from the cornua with blunt graspers') and pelvic pain ('pelvic pain / chronic,\ pain in both sides') in a 45-year-old female patient who had essure (batch no. 626213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen since 2008, losartan from 2017 to 2018 and medroxyprogesterone acetate (depo provera) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced mood swings ("hormonal changes ¿ mood swings"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder / urinary tract / vaginal) ¿ urinary tract"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2018, the patient was found to have weight decreased ("weight gain / loss ¿ weight loss") and experienced visual impairment ("vision / eye problems ¿ prescription glasses have changed"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("depression") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2018, the patient experienced abdominal distension ("constant abdominal swelling"). On (B)(6) 2018, the patient experienced genital haemorrhage ("general abnormal bleeding"), irritable bowel syndrome ("gastrointestinal or digestive system condition ¿ irritable bowel syndrome"), feeding disorder ("unable to eat/ inability to eat") and abdominal infection ("abdominal infection"), 10 years 4 months after insertion of essure. On (B)(6) 2018, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)\ excessive bleeding\ heavy bleeding for 2 or more weeks") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have smear cervix abnormal ("pap smear"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), alopecia ("hair loss"), omphalitis ("puss oozing from naval"), back pain ("constant lower back pain"), abdominal pain lower ("lower abdominal pain") and flank pain ("sides sensitive to touch / both sides pain"). The patient was treated with antibiotics and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, vaginal discharge, vaginal infection, urinary tract disorder, cystitis, bladder disorder, vaginal haemorrhage, dysmenorrhoea, fatigue, irritable bowel syndrome, alopecia, mood swings, depression, urinary tract infection, abdominal distension, omphalitis, weight decreased, abdominal pain lower, flank pain, feeding disorder, abdominal infection, smear cervix abnormal, visual impairment and dyspareunia outcome was unknown and the pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal distension, abdominal infection, abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeding disorder, flank pain, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, irritable bowel syndrome, mood swings, omphalitis, pelvic pain, smear cervix abnormal, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: discrepancy noted essure insertion date- (B)(6) 2008. Insertion details- there were three trailing coils on the right and two trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113.39 kgs. Ultrasound pelvis - in (B)(6) 2008: result: total bilateral occlusion.; on (B)(6) 2018: essure is seen bilaterally in expected position. Lot number: 626213 manufacture date: 2007-11 expiration date: 2009-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: no new information was received. Update to imdrf/FDA codes only. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic,') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection") and bladder disorder ("bladder problems"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, metrorrhagia, vaginal discharge, vaginal infection, urinary tract disorder, cystitis and bladder disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted essure insertion date (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Event injury nos replaced with pelvic pain / chronic,, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), general abnormal bleeding, urinary problems, bladder infection, bladder problems, vaginal infection and vaginal discharge added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.